Event description:
It was reported that the patient was hospitalized in the intensive care unit for dyspnea and fever. Device check revealed pacing threshold very high and sometimes the maximum output was not sufficient. "Physicians saw an asystole event and told the ICD was not pacing." Device interrogation revealed the svc impedances were high (>500 ohms) since (B)(6) 2009 and an egm episode showed a low signal. Physicians suspected a lead fracture with exit block. Patient went into vt (ventricular tachycardia) which device successfully shocked twice, but third time was unsuccessful and patient died. Cause of death was reported to be myocardial infarction and cardiac arrest. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported patient was hospitalized in ICU for dyspnea and fever. Device check revealed pacing threshold very high and sometimes maximum output was not sufficient. "Physicians saw an asystole event and told the ICD was not pacing." Device interrogation revealed svc impedances were high (>500 ohms) since (B)(6) 2009 and an egm episode showed a low signal. Physicians suspected lead fracture with exit block. Patient went into vt (ventricular tachycardica) which device successfully shocked twice, but third time was unsuccessful and patient died. Cause of death was reported to be myocardial infarction and cardiac arrest. Physician reported there is no allegation death was device related and the high pacing threshold/exit block was possibly caused by scar tissue of infarcted cardiac area. Pathologic exam reported dilatation in all cardiac chambers; systolic dysfunction in the lv; valvular degenerative changes.